Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip. The numbers did not ramp up on their own or the scroll bar was moving with no input. No unexpected weak battery or battery out limit.

Event description:
It was reported that the numbers on the insulin pump were scrolling and some of the buttons were sticking. The customer removed the batter and reinserted which cause a weak battery alarm. The customer tired a inserting a new battery, but the insulin pump now alarmed battery out limit. The customer tried clearing the alarm but the keypad and the buttons were unresponsive. The customer's blood glucose was 115 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.